Event description:
Pt had dilatation and curettage hysteroscopy procedure with smith & nephew morcellator. At the end of the procedure, the pt's oxygen sats were 80%. The anesthesiologist decided to intubate the pt and sats returned to 99%. Ten mg lasix administered. There was a question of the fluid deficit based on the accounts of the nurse and the MFR's rep. Fluid input/output amount was difficult to quantitate due to the large amount of fluid on the floor. The pt was admitted overnight for observation and monitoring. Smith & nephew morcellator serial #(B)(4) also returned to the manufacturer for evaluation.